Event description:
As the surgeon attempted to tighten the blue screw around the biopsy needle, the blue screw would not tighten or hold. Device taken off the field and placed in a bag, new biopsy given to the field to use.